Event description:
Follow up revealed that the patient's lead was explanted and replaced with a different model. Therapy was restored post-op.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate stimulation. In turn, an impedance check was performed and it was found that all but four contacts were displayed to be high. It was also reported that reprogramming attempts were made with no success. As a result, the patient may undergo surgical intervention at a later date.